Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found that the clip applier instrument was found with one grip bent. The damage was located near the top of the clip groove, causing misalignment at the tip. Components adjacent to the severely bent grip did not show any damage.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the medium-large clip applier instrument broke and debris fell into the patient's body and was retrieved during the same procedure. An x-ray was performed to confirm that no fragments remained inside the patient.